Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump powered on to a blank display. The original complaint was unable to be adequately investigated due to the blank display. During visual inspection, the keypad was found to be undamaged. The keypad was opened and there was no contamination found under the contacts. Unrelated to the original complaint, the pump was opened and there was moisture found on the display and other internal components.